Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that the patient had developed a reaction to the sensor adhesive. Patient's doctor indicated that the patient has a known allergy to colophonium and to ethyl cyanoacrylate. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.